Event description:
It was reported to philips that the device was defective as the system was restricted. Upon further clarification, it was determined that the device had experienced a shock malfunction. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and clarified to be a shock malfunction. As a result, it was determined that the capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device was defective as the system was restricted. There was no patient involvement.